Manufacturer narrative:
Date sent to the FDA: 10/30/2024. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent repair of incarcerated ventral hernia on (B)(6) 2011 with mesh implanted during which the surgeon noted ventral fascia was weak . It was reported that the patient underwent open periumbilical hernia repair on (B)(6) 2017 during which the surgeon noted recurrent hernia next to the umbilicus from prior repair and multiple intra-abdominal adhesions. It was reported that the patient underwent incisional hernia repair times 6 with mesh placement and lysis of adhesions on (B)(6) 2021 during which the surgeon noted extensive peritoneal adhesions involving omentum and small bowel, small bowel incarcerated one of the abdominal wall hernias, six district incisional hernias of the abdominal wall, several of the other abdominal wall hernias with omentum incarcerated. The patient had a previous mesh implanted on (B)(6) 2010 which is captured in separate file. No additional information was provided.